Event description:
On 8/12/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2024. On (B)(6) 2024 the user's mother heard a "thud" and found the user, who has down syndrome, on the bedroom floor exhibiting unusual behaviors. The user resisted attempts to consume applesauce, so the mother administered glucagon, though the exact amount is unknown. The user vomited, and ems was called. Upon arrival, ems measured a blood glucose (bg) level in the 60s, and the user calmed down after eating applesauce. Ems did not administer medications. The mother suspected a dexcom g7 continuous glucose monitor (cgm) error, as the device reported a low of 77 mg/dl, but a fingerstick revealed lower bg levels. The mother later noticed a bent catheter on the cgm and replaced it. The user's bg was 78 mg/dl upon ems departure, and they drank sweet tea.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data does not show hypoglycemia on the reported event date, which is consistent with the reported inaccuracy of the dexcom g7 cgm. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values it received. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was likely caused by the falsely elevated cgm readings, which prevented the ilet from suspending insulin in response to the hypoglycemia.